Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had some issues with quick sets coming detached at the quick release. Customer's blood glucose was over 600 mg/dl at the time of the incident. Customer's current blood glucose is over 400 mg/dl. Customer felt tired due to her high blood glucose. Customer checked and her blood glucose was at 429 mg/dl. Customer stated that she has not treated. Customer gave a bolus. Customer stated that she has been treating with the pump and manual injections. Customer reported that she has not contact her health care professional regarding her high blood glucose. Customer did not have any no delivery alarms in the alarm history. Customer stated that she has low battery, low reservoir, and finish loading alarms in the alarm history. Customer declined troubleshooting. Customer performed the high pressure test and the test failed. Customer repeated the test and the test passed. Customer was advised to do a complete set change.